Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed driveline communication fault alarms; however, a specific cause for these events and a direct correlation to heartmate 3 lvas could not be conclusively established through this evaluation. The system controller event log file contains data from 28sep2019 at 4:39am through 02oct2019 at 10:39am. The com_b_fault flag and driveline communication fault alarm were both captured on each line of the file; however, it should be noted that the alarm appeared to be silenced for the duration of the file. The pump speed did not drop below the low speed limit for the duration of the file, including the driveline communication fault events. The calculated average flow ranged from 3.0-4.6 lpm for the duration of the file. No additional atypical events or alarms were captured. The system controller periodic and lvad log files were also reviewed and no additional atypical events were captured. The center reported that the patient was not symptomatic. There was no change to the patient¿s status or plan of care, as the patient has had the driveline fault message for ¿some time now¿. No product will be returning. Review of the patient¿s complaint history found that the patient underwent a previous modular cable exchange on (B)(6) 2018 due to separation and bending while using the shower kit (investigated under MFR# (B)(4). No driveline communication fault alarms were present at that time. The alarms were permanently silenced and the patient was sent home. The patient¿s driveline communication faults were also previously investigated under MFR# (B)(4). An additional modular cable exchange was performed on (B)(6) 2018. Modular cable, lot number 183274, was previously returned for evaluation and no device-related issues were identified. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4) and no additional complaints have been reported at this time. The hm3 lvas patient handbook provides a list of alarms and the proper actions associated with them. This handbook lists examples of emergencies, including driveline communication faults, and what actions to take. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). A previous driveline communication fault and permanent silencing of alarm was reported in MFR#2916596-2018-03072. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that a driveline communication fault was present. This fault was first reported in MFR# 2916596-2018-03072. Patient was not symptomatic and the patient's plan of care was not altered. No additional information was provided.